Event description:
It was reported by fresenius mexico that a blood leak occurred during the patient's hemodialysis (hd) treatment on the (B)(6) machine resulting in blood loss. The patient's estimated blood loss (ebl) was not reported. No serious injury or required medical intervention was reported. The patient was transferred to a different machine where treatment was able to continue. The machine was evaluated by a fresenius technician. It was noted that the blood sensor was calibrated. The machine passed functional testing and was released to the customer. No additional information regarding the treatment is available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
It was reported by fresenius mexico that a blood leak occurred during the patient's hemodialysis (hd) treatment on the 2008k2 machine resulting in blood loss. The patient's estimated blood loss (ebl) was not reported. No serious injury or required medical intervention was reported. The patient was transferred to a different machine where treatment was able to continue. The machine was evaluated by a fresenius technician. It was noted that the blood sensor was calibrated. The machine passed functional testing and was released to the customer. No additional information regarding the treatment is available.

Event description:
It was reported by fresenius mexico that a blood leak occurred during the patient's hemodialysis (hd) treatment on the 2008k2 machine resulting in blood loss. The patient's estimated blood loss (ebl) was not reported. No serious injury or required medical intervention was reported. The patient was transferred to a different machine where treatment was able to continue. The machine was evaluated by a fresenius technician. It was noted that the blood sensor was calibrated. The machine passed functional testing and was released to the customer. No additional information regarding the treatment is available.

Manufacturer narrative:
Correction: h6 (investigation findings and investigation conclusions)